Manufacturer narrative:
Concomitant medical products: sedr01, ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited potential oversensing / undersensing on stored electrograms (egm) around the same time that a surgical procedure was carried out. The lead remains in use. No patient complications have been reported as a result of this event.